Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing palpitations presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited ams episodes due to noise. Isometric testing was able to reproduce noise. No programming changes were done due to possible undersensing when reprogrammed. Upon exiting the interrogation, the patient felt muscle stimulation. The lead was reprogrammed by turning autocapture off. The patient no longer felt stimulation. The patient would continue to be monitored.